Event description:
Customer called to report a cartridge chemistry sample probe leak and "cuvettes failed water blank" error messages from the unicel dxc 600 synchron system. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The customer technical specialist (cts) assisted customer with troubleshooting the issue by instructing customer to inspect the sample probe. Customer tightened the sample probe after observing that it was loose, after which no further sample probe issues were observed. Therefore, the leak issue was resolved through routine customer maintenance when customer tightened the sample probe. Customer then reported observing mixer speed motion errors; the cts generated a service request. The field service engineer (fse) inspected the instrument and resolved the mixer speed motion error. The fse verified instrument performance to ensure that the mixer speed motion error was resolved and that the troubleshooting guidance provided by the cts effectively resolved the leak issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).